Event description:
Pulmonary artery laceration when placing guide wire prior to cardiomems implantation. Right heart catheterization with swanz-ganz catheter completed. Due to elevated pressure in vessel, the guidewire perforated the pulmonary artery and left lower lung lobes. Pt developed severe pulmonary hemorrhage (hemothorax) with production of bloody sputum. CPR initiated, intubated, unable to successfully resuscitate due to location of the bleed. Pt expired.